Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event low voltage advisory alarms was not confirmed; however, the reported event of the mpu not functioning as intended was confirmed. The returned mpu (serial number (B)(6)) was tested on 23sep2020. The unit was unable to power on as intended. The mpu¿s power supply pcb was replaced with a new component, which resolved the issue. The unit was cleaned and preventive maintenance was performed. The serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The mpu¿s original power supply pcb was forwarded to the ppe department for further analysis. The components on the mpu¿s power supply pcb were measured; however, atypical findings were not observed, and the pcb¿s fuse was working as intended. The power supply pcb was connected to a known working test unit, and the unit was successfully powered on multiple times. The dc voltage output of the power supply pcb was measured ¿ with and without the unit operating a test controller and mock loop ¿ and the output always displayed an appropriate amount of voltage. The power supply pcb operated within the test unit, which was connected to a test controller and mock loop, for an extended period of time, and no atypical events occurred. The dc voltage output of the power supply pcb was measured again after this extended period of testing, and the output remained at an appropriate amount of voltage. The root cause of the reported event appeared to have been an issue with the mpu¿s power supply pcb, as replacing the component resolved the issue at the edc. However, a further root cause was unable to be conclusively determined through this analysis, as the returned power supply pcb fully operated as intended throughout investigations by the ppe department. Review of the device history record for the mobile power unit, serial number mpu-21855, showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 25mar2016. Heartmate 3 patient handbook rev b, section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev. B, section 7 ¿alarms and troubleshooting¿ explain all alarm conditions and the proper actions to take if the alarms cannot be resolved, including alarms associated with low voltages. Heartmate 3 instructions for use and the heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
A patient at home experienced low battery alarms on controller while attached to the mobile power unit (mpu). This was resolved by exchanging the mpu.